Event description:
It was reported that customer expressed frustration that device did not clearly show how much insulin was being taken during the day and that blood sugar took a long time to come down when high and a long time to rise when low despite repeated dose adjustments. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support in response to these concerns.